Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported having sensor problems stated a thread looks like its sticking out and doesn't look normal. The customer tried reconnecting the transmitter to the sensor, however pump could not recognize sensor. The customer reported pulling the sensor off and no sensor cannula was attached. The customer did not troubleshoot the issue. The sensor will be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 random opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.